Event description:
"Set screw fell out" is noted on customer repair paperwork. On follow up with the customer, there were no pt injuries reported as a result. The exact circumstances as to when the screw detachment occurred were not available and no other details were obtainable.